Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 01/05/2016. The fse found cut tubing at pinch valve pv37. He replaced the tubing at pv37 and the instrument ran without any leaks and error messages. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer observed a fluid leak of 10 ml from a coulter lh 500 hematology analyzer. The leak was contained within the instrument and ambient and lyse temperature error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.